Manufacturer narrative:
Suture line had to be manually sutured due to the content leakage. (B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, during a sleeve gastrectomy, all magazines could be fired correctly. At tightness test (blue test) of clamp row liquid came out of inside stomach. Clamp stuture was re sewed. No patient injured.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of four devices sealed in their tyvek packages with an open display box. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. Visual inspection of all four reloads noted no abnormalities. Functional testing of each reload was satisfactory. An analysis of the returned product was unable to confirm a failure of the device. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4). Received four egia 60 articulating med/thick sulus for evaluation.